Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient twiddled the right ventricular (rv) lead and device until the lead was in superior vena cava. The lead dislodgement was confirmed via x-ray. It was noted that the patient received ten inappropriate shocks due to the twiddled device and lead, however, therapy was not exhausted. A revision procedure was scheduled and it was noted that the physician elected to turn tachycardia therapy off until the revision procedure. The following day, the rv lead was successfully repositioned and tachycardia therapy was turned back on in the device. No adverse patient effects were reported.